Event description:
Subsequent information was received that the patient was seen for a lead revision procedure. The lead was explanted and replaced. The lead is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the lead has not been received for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed an inability to capture at maximum output. R-waves and impedance had also dropped. A chest x-ray was performed which confirmed a dislodgment of the lead. The device was reprogrammed to vvi 40 and a lead revision procedure was scheduled for a later date. There were no adverse patient effects. As of today, the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.